Event description:
Technician alleged the head of the bed was not going down.

Manufacturer narrative:
Technician found the head gas springs out of adjustment and leaking fluid. Technician replaced both gas springs to resolve the issue. There was no patient impact.